Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. The monitor was replaced and a running test confirmed that the condition was in good status. Issue resolved. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested for suspect monitor. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial brain tumor procedure, the navigation system monitor screen became black. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.